Event description:
Customer stated that the device has a light that is constantly lit. The device appears to have a green discoloration on pins 1-5. No signs of overheating. A request was made for the return of the suspect device and replacement prod was sent.